Event description:
Pt underwent a radical mastectomy procedure. The drain remained in the wound until drainage consisted of 30cc of fluid around eight days after surgery. Upon removal by physician, the drain fractured leaving a portion in the wound site. Pt was admitted to the hosp and was taken to surgery for the removal of the remainder portion of the drain. Pt stated that he has the sample portion of the drain in his possession.